Event description:
(B)(4). The dealer reported that the irc5po2 stationary concentrator alarm was not functioning properly, as it would make a chirping sound instead of beeping. There was no patient injury reported.